Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Physician reported right side textured to smooth implant exchange. Upon the explant surgery, the physician found the right implant to be "ruptured." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, through the photos provided, it is not possible to determine, the lot number and catalog. Observed, opening extended on posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Physician reported, right side textured to smooth implant exchange. Upon the explant surgery, the physician found, the right implant to be "ruptured". Device was explanted.